Manufacturer narrative:
The device has been received for evaluation; however, device evacuation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info of a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted.